Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced 15 infusion set leakage event on (B)(6)-2024. The infusion set was in use for 20 hours. The glucose level was 350 mg/dl . No further information available

Manufacturer narrative:
Initial and final MDR 1912459 - MDR 3003442380-2024-14232 - device 1 of 15